Event description:
The customer reported the ventilator went vent inop due to a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. As reported, if the reported problem occurrs while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised customer to replace the data acquisition pcb board and the data acquisition pcb board to motor controller pcb board cable. The biomedical engineer reported both parts were replaced and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.